Event description:
It was reported that the patient experienced ineffective therapy. The patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein upon explant the bilateral leads were confirmed to be fractured. The system was explanted and replaced to address the issues.

Manufacturer narrative:
Date of event is estimated.